Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of a descending aortic aneurysm using a gore® tag® thoracic endoprostheses (tag). On (B)(6) 2021, the patient expressed being in pain. A CT imaging revealed a distal type I endoleak, aneurysm enlargement, and distal migration of the tag was also suspected. An emergent reintervention took place whereby an additional stent graft was placed at the distal end of the tag device. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.